Event description:
(B)(4) MDR - boston scientific received info that shortly after the implant procedure, of this right ventricular lead, high out of range pacing impedances were noted and a loss of capture. An x-ray showed that the helix of this lead was retracted back completely. A revision took place and this lead was repositioned and remains implanted. No adverse pt effects were reported following the procedure. Should additional info become available this investigation will be updated.

Manufacturer narrative:
(B)(4) MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.